Manufacturer narrative:
Continuation of d10: model: 438-10 intermedics-lead, implanted: (B)(6) 1999, model: unk-comp-ipg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively, the patient experienced asystole and dizziness. It was also reported that the leadless implantable pulse generator (ipg) exhibited intermittent and complete loss of capture. It was observed that the patient experienced premature ventricular contractions (pvc) induced paroxysmal atrioventricular exit block. Medication was provided. The leadless ipg was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. It was further reported that the patient experienced a three second pause. It was suspected that the proximity of the implanted lead(s) to the leadless ipg might have caused interference, potentially due to the lead making contact with the leadless ipg's electrode. It was also noted that the occurrence of pvcs may have contributed to the pause. It was further noted that outputs were raised temporarily to high. The leads were previously capped and remain in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the myocardial lead and epicardial lead did not cause interference and only the implantable lead was attributed to contact with the leadless ipg.